Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow-up in clinic. There was loss of capture noted on both right atrial (ra) and right ventricular (rv) leads. The physician decided to not use the leads after the leads were dislodged twice. The leads were explanted on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.